Event description:
It was reported that the pump date and time were incorrect, cause was unknown. There was no adverse impact to the customer¿s blood glucose. Reportedly the customer adjusted the date and time and resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.